Event description:
It was reported that the in situ measurements showed a sudden increase of the impedance of electrode channel 10 on (B)(6) 2013. Then the impedance of the other electrode channels started to increase too. The latest measurement shows almost all electrode channels in high impedance and 2 short circuits. According to the health professional, the implant is properly positioned. Reimplantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.